Manufacturer narrative:
(B)(4). The s-ICD was successfully implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), telemetry was lost during the initial preparations. Telemetry was re-connected with the s-ICD and a da alert was displayed on the programmer screen. A memory download was performed and sent to boston scientific technical services (ts) for review. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally and it can be implanted. No adverse patient effects were reported.